Event description:
It was reported that during a device replacement procedure for normal battery depletion, the right ventricular (rv) lead was stuck in the header of this implantable pacemaker. The lead was therefore surgically abandoned and replaced and the new lead remains in service with the new device. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.